Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 20 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include sweating, feeling confused, and weakness. The patient was treated with juice and had glucose tablets. The hospital did not provide treatment but monitored the patient. The patient was released the same day. The pod was on when seeking medical attention but taken off when going to the hospital.